Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information¿.

Event description:
It was reported that the patient experienced a missing sensor wire that required medical intervention. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. The mother reported that on (B)(6) 2019 or (B)(6) 2019 the patient cleaned his skin and the backside of the transmitter and inserted a new sensor in the tricep of his left arm with no issues. He attached the transmitter and started the warmup. After 30-60 minutes, the app alerted him that there was a sensor error and that he had to exchange the sensor. He removed the patch and noticed there was no sensor wire visible. He checked his arm but couldn't see the wire. He placed a new sensor on the opposite arm. Afterwards he started experiencing pain in his left arm which felt like a stinging soreness that would get worse when he used the arm, i.e. Stretched or retracted the muscle, as well if it was cold. It felt like he had a sensor there even though he had removed it. It was a little swollen but neither red nor warm around the insertion site. On (B)(6) 2019 he still had pain and suspected that the wire was still in the arm. He went to the hospital and had an ultrasound, but the doctors didn't find anything and couldn't explain why he had pain. At the time of follow up with the patient, it had been two days since he was last in pain and he was doing well. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.